Manufacturer narrative:
(B)(4). Examination of the returned device confirms the report event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Several worn/broken instruments. Please ship on (B)(6). Attune femoral impactor has cement that cannot be removed. The 36 trial head is very scratched up. Attune trial is missing a balseal. Attune shim is broken in half. Attune saw capture, a piece of the red button broke. Femoral head impactor, it's simply very worn out. Patient consequence?: no. Is the information being submitted for this complaint all the details that are known/available regarding this event?: yes.